Manufacturer narrative:
(B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage, with a tyvek, and with an ecr60d reload loaded in the device. Additionally, the reload was received with the left side fully fired, and the right side partially fired 1/3. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. In addition, the reload pan was noted to be partially dislodged at the proximal end from the right side and with one double driver missing. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number: 924a55, and no non-conformances were identified. The investigation has been completed based on the information provided to date. If further information is received at a later date, the file will be updated accordingly. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported by that during a laparoscopic sigmoidectomy, the device locked out and could not be fired. The device was used between colon and rectum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.